Event description:
The baxter service facility reported an infusion pump which turned on and off by it self during service. The hosp rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.